Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown liner, lot# unknown; item# unknown, unknown head, lot# unknown; item# unknown, unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -01949, 0001822565 -2019 -01947, 0001822565 -2019 -01946.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date. Patient is being considered for revision for unknown reason. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated via radiographs and the reported event was not confirmed. Radiographs were provided and reviewed by a health care professional determined there was a slightly asymmetric position of the femoral head within the acetabular cup suggesting possible polyethylene wear. There is a fracture involving right femoral diaphysis proximally with possible loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.